Event description:
The accounts clinical engineer alleged there was a pt that was found on the floor next to the bed. It was alleged the pt positioning monitor (ppm) was set but did not alarm. The clinical engineer said there was no indication on the left rail that the ppm was set when the pt was found. He has checked the bed and could find no problems.

Manufacturer narrative:
The tech attempted to investigate the event but was denied access to the bed, and patient/event info.